Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error. The customer stated that the act button does not act. The customer's blood glucose reading was 8.9 mmol/l. The insulin pump was returned for analysis.